Event description:
This is the fourth of four reports for one office. Spoke to dental assistant. She said that they noticed air bubbles while extruding. She said that about four pts have returned due to sensitivity and they replaced the restorations. Two for the shade a1 and two for shade a2. She said that the sensitivity resolved and they are doing fine. She said that they cure the vdf for 20 seconds minimum with an led curing light. Please refer to MFR report # 9610902-2013-00097.